Manufacturer narrative:
Device eval: no suspect devices were returned for eval. A review of the device history record did not reveal any exception documents. Based off of similar complaints, it is suspected that the rotator may separate at the bond between the collar and the housing. The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Eval method: eval based off of similar complaints, device history record was reviewed.

Event description:
The customer reported that during an angiographic procedure, the rotator broke while injecting contrast at 900 psi. No harm or injury was reported. The customer reported six defective devices but did not provide any further info or clinical details for the additional events. Therefore, this single form FDA 3500a will be submitted for this complaint.